Manufacturer narrative:
The customer returned the suspected contour xt meter and contour next test strips from lot # 9fpeb04a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that his wife measured his blood glucose reading with the contour xt meter and obtained a reading of 32.3 mmol/l. The customer had no symptoms of hyperglycemia, so a repeat test was performed and a reading of 7.8 mmol/l was obtained. Another repeat testing was performed with the customer's contour xt meter and a reading of 13.1 mmol/l was obtained. The customer's wife then ran a test using her contour xt meter (alternate meter) and obtained a reading of 7.8 mmol/l. Based on the reading of 7.8 mmol/l, the customer's wife gave him usual 8 units of novorapid insulin. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer.